Event description:
It was reported that during initial implant procedure, high, out of range, pacing lead impedance was observed. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.